Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the display screen was discolored red. The device was used for demonstration purposes and not for patient use. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.